Event description:
It was reported when using the pyxis medstation es system, the door has failed. The customer reported that the malfunction occurred when the user was trying to issue medications to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that customer was able to recover the failure. A field service engineer, cleaned microswitches, crimped spade connectors and applied carbon grease to all 4 latches to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.